Manufacturer narrative:
We are still investigating the event. Early results are identifying a software issue.

Event description:
It was reported that a malfunction of the auto body contour (abc) option occurred during a whole body exam. This resulted in a pt experiencing a broken nose.